Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. Data was provided for investigation. The allegation was not confirmed via data. However, wearable failure was found in connection to the reported allegation. The probable cause could not be determined via data. No injury or medical intervention was reported